Event description:
According to the reporter, the device will not function on battery power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will evaluate the device upon receipt from the customer. Physio-control will submit supplemental report on this event to the FDA as provided by 21 cfr 803.56.